Event description:
During a therapeutic ercp. The stone became trapped in the basket and while attempting to crush it the handle broke, at the junction of the handle and the sheath. The basket became impacted but with some manipulation the stone was freed and the device was removed. The stone was not removed and a stent was placed in the common bile duct. No adverse affects were reported.